Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller was not returned for evaluation. Log file analysis revealed multiple controller power-up events logged on (B)(6) 2021 between 07:36:55 and 16:51:23, with several motor start events recorded starting at 10:04:15. Prior to the first power up event, the controller last had power on (B)(6) 2021. Additionally, analysis of the event log file revealed that the date, patient ID, pump ID, and speed were set between the initial power-up event and the first motor start event. Various parameters, including speed, power limit, and flow limit, continued to be changed/set throughout the analyzed period. Review of the data log file also revealed that the controller was not in use prior to the controller power-up events; the first data point recorded since (B)(6) 2021 was logged at 10:04:47 on (B)(6) 2021. Additionally, analysis of the alarm log file revealed five (5) vad disconnect alarms recorded on (B)(6) 2021 between 07:40:49 and 17:01:57, indicating that the driveline cable was physical disconnected from the controller and/or the controller was powered on without the driveline cable connected. As a result, the reported loss of power event and vad disconnect alarms events were confirmed. Based on the available information, a possible cause of the reported loss of power event can be attributed, but not limited, to the initial programming the controller. A possible cause of the reported vad disconnect alarms can be attributed, but not limited to, physical disconnections of the driveline from the controller and/or the controller being powered on without the driveline cable connected during initial programming of the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the product disposition, additional information, and log files for the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power and several vad disconnect alarms. The controller remains in use. No patient complications have been reported as a result of this event.